Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an avalon fm20 fetal monitor indicating that a 715 pregnant woman needed to undergo fetal heart monitoring. The nurse turned on the machine and placed the fetal heart probe on the back of the pregnant woman's fetus. The display showed abnormal fetal heart sounds, and the normal fetal heart sounds were not audible. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Based on the global decision tree results, the avalon fetal monitor and associated ultrasound transducers are intended to accurately monitor fetal heart rate (fhr). An inaccurate fhr due to a malfunction may result in an incorrect or delayed interpretation of fetal condition, which may lead to either medically reversible or transient adverse health consequences or more serious adverse health consequences, such as fetal hypoxia, fetal brain injury, or unnecessary c-section. Though there are additional means to verify the accuracy of the recorded fhr including the use of an obstetric stethoscope, ultrasound imaging and the use of a fetal scalp electrode, which may allow for identification of an inaccurate high fhr prior to the occurrence of harm, these methods are not always used in conjunction with the fetal monitor. Based on this information, an inaccurate fhr measurement due to a malfunction could lead to death or serious injury; therefore, this type of event is considered a reportable malfunction an authorized philips representative contacted the customer. The issue was able to be resolved, after the hospital repaired the fetal heart probe. No part was ordered to resolve the incident. Based on the results of the analysis, it was determined that the product has malfunctioned. The most likely cause of the reported problem was a faulty fetal heart probe. The customer repaired the device themselves; no further information was provided. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.